Event description:
Report received from an international affiliate of air distal of the filter. It was reported that a home care nurse connected the extension set of the primary tubing set and then connected the tubing set up to the pt's PICC line. An unspecified concentration of penicillin was to be infused using the gemstar pump in the intermittent mode at an unspecified rate. The air alarm on the pump had been turned "off". Reportedly, after an unspecified length of time, the pt noted "small air bubbles infusing after the air filter" and called the nurse. The nurse returned to the pt's home, removed the extension set and reportedly replaced the extension set with another set from the same lot number. After waiting an unspecified length of time, the nurse noted air bubbles present in the replacement extension set. The nurse replaced the extension set for a third time with a set from an unknown lot number. The infusion was resumed and completed. There were no reported adverse pt effects and no medical interventions were required.